Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was used during a midurethral sling placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty advancing the trocar inside the patient. Furthermore, the physician reported that there was a band of tissue near the urethra that made it difficult to mobilize the device; however, no device malfunction was observed. The procedure was unsuccessful due to this event but there were no patient complications reported. In addition, the patient's condition at the conclusion of the procedure was reported to be fine.